Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's daughter reported via phone call of the customer's hospitalization for low blood glucose. The daughter states the customer fell, and woke up in the hospital with low blood glucose. The daughter states the customer ran out of insulin. The customer's blood glucose level at the time of fall was 99mg/dl. The customer's level at the time of hospitalization was 32mg/dl. The customer's current level is 57mg/dl. Troubleshoot for the low blood levels were conducted, and it was noted that the customer's time and day were off by 24 hour period. The customer was assisted in programing the right settings.